Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-03854 and 3007042319-2015-03855) submitted for devices related to the same event.

Event description:
It was reported by the site that the patient had reoccurring e-faults, the first occurring in (B)(6). It was stated that the patient experienced three e-faults on (B)(6) 2015. Log files were sent and analysis confirmed e-faults on one phase only. (Rear phase c open)fse at site on (B)(6) 2015 to inspect the dl. External inspection showed a sticky movement during manipulation of the driveline (dl) connector and axial movement was not possible. Additionally it was stated that on the rubber boot a blackened substance was observed. Internal inspection showed no fluid contamination, but instead there were some very small black particles within the dl connector as well as a black dust on the outside of the front portion of the dl connector. Pictures were taken and upon magnification of the pictures it showed "possible light colored particle within a golden pin." A driveline cleaning procedure was performed by manufacturer representative to remove the dust and particles from the dl connector. Initial cleaning cycle was unsuccessful. After reconnection of the dl to backup controller an e-fault directly occurred. Another cycle was started and reconnection was successful, pump started in dual stator mode. Three cycles were used overall with a pump off time of 50s, 30s, and 30s. Staff mentioned afterwards that the patient tolerated the pump off time well. Initial controller was removed from service and replaced with back up controller, due to particles in the controller socket. New backup controller was given to the patient. No medication was given for preparation for the cleaning procedure. No additional information provided. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
Additional information received stated that the patient did not receive any medications or prep for the driveline cleaning and that the issue was resolved. No further info received. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-03854 & 3007042319-2015-03855) submitted for devices related to the same event.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.